Event description:
It was reported that the patient experienced skin overgrowth at abutment site; subsequently the patient underwent skin revision surgery (B)(6) 2015 and was treated with oral antibiotics.